Event description:
A female patient, was implanted with a gore propaten vascular graft in an a-v access position, in 2008. Patient's platelet count on the day before, was 296,000u. On the next day, heparin induced thrombocytopenia (hit) was suspected as the platelet count dropped from above 200,000u to 41,000u. The patient tested positive for hit with the heparin induced platelet antibody test. On the same day, the platelet count again dropped to 15,000u and the patient received a transfusion of platelets. The patient was also diagnosed with a dvt in the right leg and a quinton catheter in the right femoral vein was removed. Patient had received boluses of heparin during dialysis which was started about a week prior to implant. Heparin was discontinued on that day, and replaced with argatroban to treat the dvt. On five days later, the platelet count was 41,000u. The graft was explanted on the same day. The platelet count on the next day, continues to rise after explant. As of three days later, the patient was in stable condition with no clinical bleeding. Patient has been diagnosed with a renal mass which is a probable tumor. Patient has an allergy to aspirin.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.